Event description:
Pt reported that pt could no longer hear. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery occurred in 2001.